Event description:
It was reported that the patient had an infection at the pocket site. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was given antibiotics.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient's infection was resolved.